Event description:
It was reported that bd alaris smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that they are having issues with bubbles forming at some of the y sites.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. No lot number was provided. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.